Event description:
Boston scientific received information that during the post-operation check, this left ventricular (lv) lead displayed elevated threshold measurements and no capture at max output. A chest x-ray was performed and found the lead had become dislodged. This lead was explanted and a new lead was successfully implanted. Per hospital policy, the lead will not be returned. There was no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.